Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has an air-in-line sensor that is constantly alarming. There was no physical damage/mishandle abuse reported. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d9 - date returned to manufacturer: 1/21/2025. D3 - manufacturing plant address, city, and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal, and an upstream occlusion (uso) seal that had excessive adhesive. During air detector testing, the status screen showed there was air when the cassette was attached with fluid, and when no disposable alarm (nda) testing with the device it also alarmed with air in line immediately. The cause of the customer reported problem was the defective printed wiring assembly (pwa) board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, uso seal, pwa board, and air detector. The manufacturer representative updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.